Event description:
A customer reported an issue with their t:slim x2 pump, which was not charging. There was no adverse impact to the customer's blood glucose level. The customer tried using the tandem wall adapter and cable, leaving it plugged into a working outlet for at least 30 minutes, which resolved the charging problem; the pump began charging, and no further assistance was required.